Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from an edwards field clinical specialist, approximately one year post implantation of a 23 mm s3 ultra valve, the echo gradient was 88 mmhg. The patient had shortness of breath and chest pain. The patient was put on heparin for a week, followed by replacement of the 23 mm s3 ultra valve with an edwards surgical valve and the patient's ascending aortic aneurysm was replaced with a dacron vascular graft.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for valve increased gradients was confirmed based on medical record provided for evaluation. A review of the DHR, lot history and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, "approximately one year post implantation of a 23mm s3 ultra valve, the echo gradient was 88 mmhg. The patient had shortness of breath and chest pain. The patient was put on heparin for a week, followed by replacement of the 23mm s3 ultra valve with an edwards surgical valve". Per medical record, patient did have an elevated gradient post-tavr echo 30 mmhg (day 1 echo). Additionally, recent echo on 07/09/2022 revealed the mean gradient of 87mmhg with critical stenosis. The elevated gradient (30mmhg) just after valve implantation indicates that there was probable patient- prosthesis mismatch (ppm). Furthermore, the patient had history of hyperlipidemia (hld). The hyperlipidemia has been found to be associated with aortic valve stenosis and has been found to resemble the inflammatory process of atherosclerosis in many studies. Tissue calcification can impede leaflet mobility leading to stenosis and thereby increased gradients. As such, available information suggests that patient factors (stenosis, hyperlipidemia, patient- prosthesis mismatch) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.